Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip input disk. Input disk 7 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument stopped working. As a result, the instrument was taken off the universal surgical manipulator (usm) and a cog was noted to be loose and subsequently fell off. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the incident with the instrument was confirmed to have occurred prior to clip application while the instrument was in patient. The specific issue experienced by the surgeon was noted to be related to unsuccessful clip application. The customer was unable to release patient demographics and patient related information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.